Event description:
The pump was returned for investigation. Investigation revealed that there was a crack near the battery compartment, the battery cap threads were stripped, and the display screen was dimmed and difficult to read. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on "(B)(4) 0013" with the following findings: there was a crack near the battery compartment with evidence of moisture contamination inside. The battery cap also had contamination inside and was unable to be fully tightened to the pump due to damaged cap threads. The display screen was faded, discolored and very difficult to read. The pump cover was removed and the display screen was replaced with a new screen for testing. Once completed, the contrast returned to normal with no discoloration of text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).